Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons that need to press harder to respond. Customer reported that they had to change the battery after three to four days. Insulin pump had slower during rewinding and made grinding noise. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with all operating currents within specification. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).